Manufacturer narrative:
H11 breast cancer e180101 was reported in error in the initial medwatch, event is ndr device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, b5, b6, d9, g2, h3, h6. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported right side ¿probable reactive intramammary ln at liq of right breast" via MRI. The event of "breast cancer" is not device related.

Manufacturer narrative:
E1.: phone number continued: (B)(6). The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown, breast cancer.

Event description:
Healthcare professional reported, right side "device rupture". And "capsular contracture, baker grade unknown". Healthcare professional, later reported, "breast cancer". Patient undergone capsulectomy. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed. No further actions are required as no manufacturing issues are observed.

Event description:
Medical staff reported "right breast device rupture" the device has been explanted.